Event description:
It was reported, the pt has not recharged the ipg as recommended since (B)(6) 2013. As a result, the pt is not receiving stimulation and the programmer is not communicating with ipg. The pt will determine that the next course of action she wants to take at a later date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.